Manufacturer narrative:
B3: the event occurred on an unreported date in 2024 (before the spring festival) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to improper diet and bacterial infection. The patient was treated with unspecified intraperitoneal medicine. The hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.